Manufacturer narrative:
Device evaluation: analysis of the returned device identified: device appearance (it was not observed any kind of foreign material on implant and observed like scratch reported by the doctor however it is part of the procedure to do leak test leak test and microscopic analysis was performed which identified: device no leak. Based on the device analysis the final assessment is: the device was analyzed, and a filiform scratch was observed at the injection port location, however this scratch corresponds to the leak test that must be performed on the device before it is packed so, it is not considered workmanship.

Event description:
Healthcare professional reported "foreign material was observed on the surface of te during the operation", "something looks like threadlike scratch was observed on the location of injection port". The device was not implanted. The operation was completed using a back-up device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.

Event description:
Healthcare professional reported "foreign material was observed on the surface of te during the operation", "something looks like threadlike scratch was observed on the location of injection port". The device was not implanted. The operation was completed using a back-up device.